Manufacturer narrative:
Per the clinic, the patient developed infection in the middle ear which then spread to the implant site. Subsequently, the patient was treated with oral antibiotics for 8 days (date not reported). The patient was also treated with oral and IV steroids for 8 days (date not reported). The patient underwent abscess drainage procedure (date not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.